Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the tips of both reline-o screwdrivers broke off in the screws during the case. Tips of drivers remain in the screws in the patient.